Event description:
It was reported that in (B)(6) 2012 pt fell resulting in fractured left tibia - pt was given left total knee replacement which got infected and was treated with antibiotics professionally and cured.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.